Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a short circuit due to blood in the centrifuge, which was caused by a disk leak. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a short circuit due to blood in the centrifuge, which was caused by a disk leak. No donor or operator injury was reported. Upon eval of the device fluid ingress was confirmed. The machine was decontaminated and repaired. The compressor, battery, printed circuit board, power card and the display card were replaced. The machine is now ready for use. Haemonetics (B)(4).